Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt stopped feeling stimulation. Stimulation was recaptured with reprogramming; however, it was reported that the pt was not receiving adequate coverage. X-rays revealed a possible kink in the lead, but results were identified as inconclusive. Surgical intervention will be undertaken at a later date. No further info is available at this time.